Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one one-link needle-free IV connector was observed with blood clotting at the injection site. According to the reporter, this event was noted during patient use, however no adverse event was associated with this occurrences. This event is reported to have occurred during the customer's "lab draw procedures." No additional information is available.